Manufacturer narrative:
(B)(4). Concomitant medical products: guide cath: hyperion 6f spb3.5, other: crusade k, sasuke, caravel micro catheter, kusabi, opticross. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with heavy tortuosity, heavy calcification and 90% stenosis. A non-abbott microcatheter was advanced toward the side branch and a hi-torque (ht) versaturn guide wire also was advanced toward the side branch. The non-abbott microcatheter was withdrawn and the versaturn guide wire was also inadvertently withdrawn from the patient anatomy. Outside the anatomy the non-abbott microcatheter was inspected and noted to be stuck to the versaturn guide wire. A new non-abbott microcatheter was used and again the non-abbott microcatheter became stuck on the versaturn guide wire and was inadvertently withdrawn from the patient anatomy. Thus, a new non-abbott microcatheter and a new ht versaturn were used to successfully continue the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficult to position / remove with the catheter were not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.